Event description:
Medical device resource corporation (mdrc) received copy of MDR (report # (B)(4)) that reasonably suggests disposable canister 'ls7020' may have caused or contributed to a reportable event. The report describes the ls7020 "canister on power aspirator ruptured, spilling its contents (body fluids and fat)", "no staff members were exposed to blood/body fluid or harmed".